Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Upon fixation, it was observed that capture threshold increased and held steady. It was elected to reposition the device. Blood pressure was observed to fall and the patient was syncopal. Echo revealed pericardial effusion resulting from perforation. Pericardiocentesis was performed to drain the effusion, and then aspiration was performed due to declining patient condition. The patient was pronounced deceased.